Manufacturer narrative:
Additional information: on september 21, 2020, mentor became aware of the date of event. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female underwent primary breast reconstruction with mentor memoryshape breast implants and experienced bilateral capsular contracture postoperatively. The patient also experienced several unexplained systemic symptoms, including brain fog, memory issues, fatigue, aches and pain, no menstrual period, hair loss, cognitive/confusion problems, anxiety, migranes, pain on left shoulder & neck, back pain joint pain, dizzy spells, gastrointestinal, diverticulosis, digestive issues, depression, eye/vision problems, feeling awful, feeling miserable, unable to use left arm, neuropathology, trouble speaking/slurred speech, itching tingling aching all over and left side breast looks purple. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.